Event description:
Patient was on a kinaire bed as part of a pressure ulcer prevention program. A nurse heard patient call out from room. Upon entering the room, the nurse discovered that the restless/confused patient had slid between the kinaire mattress and bed siderail and the patient's left arm was caught between the bed and side rail. There were two new minor skin tears noted on arm that required minimal treatment. Staff believed that the combination of the patient's restless state and the slippery surface on the kinaire mattress, to be too risky. The patient was a risk for pressure ulcers, but due to the concern for the patient's safety, the kinaire bed was removed and the patient was placed on a standard bed.